Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working/ service code 201 (response buttons stuck)) was confirmed. As received, the monitor was unable to power on. Upon investigation, liquid contamination was found on the response button connectors j1004 and j1005, as well as on the ca board. The cause for the failures was contamination inside the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were non-functional and the monitor was displaying a service code 201 (response buttons stuck).